Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient was retaining fluid in their testicles as a result of the hernia. A day prior to the diagnosis of the hernia, the patient had stopped pd therapy. The next day, the patient was placed on hemodialysis as a precaution for the fluid retention. Further details of the hernia were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the reported event of hernia was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported hernia. However, a review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The device passed the homechoice return instrument test evaluation (rite) electrical test and the rite functional test. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, the direct cause of the reported problem of hernia was undetermined. Should additional relevant information become available, a follow-up report will be submitted.